Event description:
The user reports that five days ago the sound level dropped and later, there was no longer any sound perception. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user reported that at the beginning of (B)(6) 2022 the sound level dropped and later there was no longer any sound perception. The user has been reimplanted on (B)(6) 2022.